Event description:
Same case as md ID: 2134265-2013-09219. (B)(4) clinical study. It was reported that chest pain and dyspnea occured. In (B)(6) 2010, the subject was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion was a de-novo lesion located in the ramus with 70% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of two 3.50 x 28 mm and 2.75 x 12 mm taxus liberté stents with 0% residual stenosis. Two days after, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with chest pain associated with dyspnea and was hospitalized on the same day. At the time of the event, the subject was taking aspirin only. At the time of reporting, the outcome of the event was considered not recovered/ not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).